Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that rotor was not homed. Manually homed rotor so alignment pin could be inserted, manually cranked door closed, opened door with door open button normally. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that while training the site, the manufacturer representative noticed that the pendant would say that the doors were open when they were actually closed. No patient present.